Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reports respiration rate values are too high. No patient injury/ harm was reported.